Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and later developed left leg started swelling, left leg started hurting, allergic reaction, "leg folded back" on him when he stepped on something and maybe something tore, burning in his leg/burning sensation that went up and down the middle of his body as if you drew a straight line down the middle of him from his chest to groin, there was a "big old spot" on his skin and now that is swollen, athlete's feet and there is "something up" in his liver. The patient's medical history included seven surgeries in his right knee, infection after one surgery in (B)(6) and bone on bone. Concurrent conditions included cataract. Past drug included cortisone injections. Concomitant medications were not reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once (dose, indication, batch/lot number and expiration date: not provided) in both knees. On an unknown date in 2015, patient's left leg started swelling and hurting. On (B)(6) 2015, he went back to his medical doctor (md) who gave him a metro dose pack which was a steroid pack and also told him to take celecoxib (celebrex). The patient stated that after that it seemed like it was ok. On an unknown date, in the beginning of (B)(6) 2015, the patient stepped on something when he was trying to sit in his recliner and his leg folded back on him and maybe something tore. He had a burning in his leg and it was a burning sensation that went up and down the middle of his body as if you drew a straight line down the middle of him from his chest to groin. The patient had a rash start on his left foot and then on his right foot and then it moved up his ankle to his groin and within six hours, it was over his chest and neck. In one day, the rash went to his whole body. On an unknown date, on wednesday, he saw his dermatologist and they took a culture and would find out the results tomorrow or monday. It was reported that the rash was starting to go up his neck and into his face. He stated that it was itching and turned a bright red. The patient had tried vinegar and alcohol and his chest looked like it was sunburned and his groin was fire engine red. The rash was not around his knees and that did not make no sense. The patient had a big old spot on his skin and now that was swollen. This had been driving him crazy for 3 weeks now. The patient thought it was athlete's feet initially. On (B)(6) 2015, the patient saw his primary md and they gave him a pill and a 2% cream that started with a c for fungus. The patient thought that he developed an allergic reaction from synvisc one. On the (B)(6) 2015, it was getting worse so he went to a dermatologist who gave him another pill and some cleaning stuff for his skin. The patient was also told to take a bleach bath. The patient was supposed to have cataract surgery on monday in both eyes and a partial knee transplant but that had been cancelled because of this rash. On an unknown date, the patient had a blood test done and there was something up in his liver. He stated that the synvisc-one was the only thing different that he had. Corrective treatment: metro dose pack (steroid pack) and celecoxib for left leg started swelling, left leg started hurting; unspecified pills, a 2% cream, some cleaning stuff for his skin, bleach bath for athlete's feet; not reported for all other events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for left leg started swelling and left leg started hurting. Additional information was received on 30-nov-2015. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: (B)(4) company comment for follow up dated 30-nov-2015: the follow up information does not change the overall case assessment. (B)(4) company comment dated 25-nov-2015: this case concerns a male patient who received treatment with synvisc one and experienced left leg started swelling and hurting, allergic reaction from synvisc one, "leg folded back" on him when he stepped on something and maybe something tore, burning in his leg/burning sensation that went up and down the middle of his body as if you drew a straight line down the middle of him from his chest to groin, there was a "big old spot" on his skin and now that is swollen, athlete's feet and there was "something up" in his liver. As per the information, the causal role of product with the occurrence of events cannot be denied. However, lack of information regarding the patient's underlying condition, concomitant medications and risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and later developed left leg started swelling, left leg started hurting, allergic reaction, "leg folded back" on him when he stepped on something and maybe something tore, burning in his leg/burning sensation that went up and down the middle of his body as if you drew a straight line down the middle of him from his chest to groin, there was a "big old spot" on his skin and now that is swollen, athlete's feet and there is "something up" in his liver. The patient's medical history included seven surgeries in his right knee, infection after one surgery in (B)(6) and bone on bone. Concurrent conditions included cataract. Past drug included cortisone injections. Concomitant medications were not reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once (dose, indication, batch/lot number and expiration date: not provided) in both knees. On an unknown date in 2015, patient's left leg started swelling and hurting. On (B)(6) 2015, he went back to his medical doctor (md) who gave him a metro dose pack which was a steroid pack and also told him to take celecoxib (celebrex). The patient stated that after that it seemed like it was ok. On an unknown date, in the beginning of (B)(6) 2015, the patient stepped on something when he was trying to sit in his recliner and his leg folded back on him and maybe something tore. He had a burning in his leg and it was a burning sensation that went up and down the middle of his body as if you drew a straight line down the middle of him from his chest to groin. The patient had a rash start on his left foot and then on his right foot and then it moved up his ankle to his groin and within six hours, it was over his chest and neck. In one day, the rash went to his whole body. On an unknown date, on wednesday, he saw his dermatologist and they took a culture and would find out the results tomorrow or monday. It was reported that the rash was starting to go up his neck and into his face. He stated that it was itching and turned a bright red. The patient had tried vinegar and alcohol and his chest looked like it was sunburned and his groin was fire engine red. The rash was not around his knees and that did not make no sense. The patient had a big old spot on his skin and now that was swollen. This had been driving him crazy for 3 weeks now. The patient thought it was athlete's feet initially. On (B)(6) 2015, the patient saw his primary md and they gave him a pill and a 2% cream that started with a c for fungus. The patient thought that he developed an allergic reaction from synvisc one. On the (B)(6) 2015, it was getting worse so he went to a dermatologist who gave him another pill and some cleaning stuff for his skin. The patient was also told to take a bleach bath. The patient was supposed to have cataract surgery on monday in both eyes and a partial knee transplant but that had been cancelled because of this rash. On an unknown date, the patient had a blood test done and there was something up in his liver. He stated that the synvisc-one was the only thing different that he had. Corrective treatment: metro dose pack (steroid pack) and celecoxib for left leg started swelling, left leg started hurting; unspecified pills, a 2% cream, some cleaning stuff for his skin, bleach bath for athlete's feet; not reported for all other events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for left leg started swelling and left leg started hurting. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015: this case concerns a male patient who received treatment with synvisc one and experienced left leg started swelling and hurting, allergic reaction from synvisc one, "leg folded back" on him when he stepped on something and maybe something tore, burning in his leg/burning sensation that went up and down the middle of his body as if you drew a straight line down the middle of him from his chest to groin, there was a "big old spot" on his skin and now that is swollen, athlete's feet and there was "something up" in his liver. As per the information, the causal role of product with the occurrence of events cannot be denied. However, lack of information regarding the patient's underlying condition, concomitant medications and risk factors precludes the complete medical case assessment.